Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. .

Manufacturer narrative:
During an internal complaint review, it was noted that the product analysis conclusion did not reflect all the analysis results. The previous conclusion stated that the catheter passed all the testing however, the catheter failed the irrigation test. The product analysis conclusion and evaluation codes have been corrected. (B)(4). During an non-ischemic vt procedure, it was reported there was a patient death. When the catheter and sheath was removed from the epicardial space the patient coded. The surgical team was called into the room and a thoracotomy was performed. It was found that there was a perforation of the inferior left ventricle the size of a "pencil." Additional information provided stated the patient did not code until the sheath was pulled. Patient received ablation for scar in the endocardium, patient was stable until the sheath was pulled from subxyphoid and patient coded and died. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. A deflection test was performed and the catheter passed. Finally, an irrigation test was performed and catheter failed. The catheter was then dissected and it was noticed that the irrigation tubing was damaged inside the handle. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the irrigation test, but the root cause of the patient expiration remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
During an non-ischemic vt procedure, it was reported there was a patient death. When the catheter and sheath was removed from the epicardial space the patient coded. The surgical team was called into the room and a thoracotomy was performed. It was found that there was a perforation of the inferior left ventricle the size of a "pencil." Additional information provided stated the patient did not code until the sheath was pulled. Patient received ablation for scar in the endocardium, patient was stable until the sheath was pulled from subxyphoid and patient coded and died. Physician's opinion regarding the causality of adverse event was possible procedure-related. The physician did not consider the event's causality was due to any malfunction of bwi product(s).

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system, model #: 39d-76x, serial #: (B)(4). Cool flow pump, model #: m-5491-01, serial #: (B)(4). Pentaray catheter, model #: d128204, serial #: unk. Soundstar catheter, model #: sbdstr10, serial #: unk. (B)(4).

Manufacturer narrative:
The reported lot number was 15950981l. On april 1, 2014 clarification was received that the correct lot number is 16010841l. (B)(4).

Manufacturer narrative:
(B)(4). During an non-ischemic vt procedure, it was reported there was a patient death. When the catheter and sheath was removed from the epicardial space the patient coded. The surgical team was called into the room and a thoracotomy was performed. It was found that there was a perforation of the inferior left ventricle the size of a "pencil." Additional information provided stated the patient did not code until the sheath was pulled. Patient received ablation for scar in the endocardium, patient was stable until the "shealth" was pulled from subxyphoid and patient coded and died. Physician¿s opinion regarding the causality of adverse event was possible procedure-related. The physician did not consider the event¿s causality was due to any malfunction of bwi product(s). The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the patient expiration remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.